Event description:
The following has been reported: biomed reported: "red service needed error". Patient harm: no. "Although a fresenius kabi administration set was being used, the model# or lot# was not disclosed by the customer." A preliminary review identified the following issue: overinfusion condition (tubing set problem) (set issue). Unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
Initial MDR was submitted with an incorrect date in b4. Actual date of this report is 04/06/2026.

Event description:
No sample or picture is available for analysis. Without the proper sample or picture evaluation is not possible to determine the probable root cause of the reported failure. A device log file review was performed. The pump's target flow rate was 140 at the start of the infusion of potassium chloride with a vtbi of 280 set for a duration of 2 hours. During the infusion, the current flow rate did not match the target flow rate of 140. The pump tried to compensate by opening the variable resistor (abbreviated to vr) to increase the overall flow rate. Upon the initial opening of the vr, the current flow rate saw no significant change resulting in a positive hit for the "lack of feedback" counter; so, to compensate the vr continued increasing its target angle to allow more fluid to enter the downstream. After multiple adjustments of the vr, the current flow rate spiked above the calculated flow rate. This caused the pump to compensate by reducing the angle of the vr to bring the flow back in control. The pump was able to reduce the flow to below the target flow rate, but at this point the pump has logged 6 consecutive "lack of feedback reports" during the infusion. Upon logging of the 6th report, the pump recorded the failure as a "set failure lack of feedback" and entered a "pause or alarm" state. From this point the user acknowledged the infusion stoppage and removed the cassette from the pump. Shortly after that they powered down the device. The customer complaint cannot be confirmed. Potential root causes could be related to kinks or occlusions within the set, but is important to note that without a sample it is impossible to determine the exact root cause and if it was related to the admin set. The current process controls detection include 100% leak and occlusion test are performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode and quality sampling for final physical testing, for performing a flow and underwater leak tests. The batch review could not be performed as the affected batch was not provided.